Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 1.3, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio tests with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.3. Lab: 2.9, mean: 2.10, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were circulated. The inratio value falls outside the limits, so the criteria is not met and the valve is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation when meter is returned. Device is expected to be returned for eval. Investigation is pending.